Event description:
The customer's mother stated that the customer was hospitalized for low blood glucose levels. No blood glucose reading was reported. The mother stated that the customer attempted suicide prior to the hospitalization by bolusing a large amount of insulin. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a cracked and broken case, electronic and motor assembly. Unable to perform testing on the insulin pump due to the physical damage.